Event description:
It was reported that the patient had been experiencing dizziness for several weeks, and presented to the emergency room with long periods of non-capture, low threshold, and high impedance. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: no anomalies found.